Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1817542) on 22-oct-2018. The most recent information was received on 26-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration essure") and ankylosing spondylitis ("ankylosing spondylitis") in a 53-year-old female patient who had essure (batch no. 761431) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. In (B)(6)2018, the patient experienced ankylosing spondylitis (seriousness criterion medically significant). In (B)(6)2018, the patient experienced abdominal pain ("strong abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle pain / joint pain"), fatigue ("intense tiredness"), alopecia ("significant hair loss"), insomnia ("insomnia") and general physical health deterioration ("deterioration of health"). The patient was treated with morphine and surgery (total hysterectomy (ovaries preserved)). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, ankylosing spondylitis, fatigue, insomnia and general physical health deterioration outcome was unknown and the abdominal pain, musculoskeletal pain and alopecia had resolved. The reporter considered abdominal pain, alopecia, ankylosing spondylitis, device dislocation, fatigue, general physical health deterioration, insomnia and musculoskeletal pain to be related to essure. The reporter commented: the patient reported a deterioration of her health status for 8 years, due to essure, but a link with essure was not considered by any physician. Symptoms diagnosed as ankylosing spondyloarthritis. The patient was treated with kinesiotherapy, anti-tumor necrosis factor, and morphine for the pain. Since removal of essure, the patient had no more pain, no more treatment, no hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6)- health authorities in (B)(6), reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration essure") and ankylosing spondylitis ("ankylosing spondylitis") in a (B)(6) year-old female patient who had essure (batch no. 761431) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2018, the patient experienced ankylosing spondylitis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced abdominal pain ("strong abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle pain / joint pain"), fatigue ("intense tiredness"), alopecia ("significant hair loss"), insomnia ("insomnia") and general physical health deterioration ("deterioration of health"). The patient was treated with morphine and surgery (total hysterectomy (ovaries preserved)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ankylosing spondylitis, fatigue, insomnia and general physical health deterioration outcome was unknown and the abdominal pain, musculoskeletal pain and alopecia had resolved. The reporter considered abdominal pain, alopecia, ankylosing spondylitis, device dislocation, fatigue, general physical health deterioration, insomnia and musculoskeletal pain to be related to essure. The reporter commented: the patient reported a deterioration of her health status for 8 years, due to essure, but a link with essure was not considered by any physician. Symptoms diagnosed as ankylosing spondyloarthritis. The patient was treated with kinesiotherapy, anti-tumor necrosis factor, and morphine for the pain. Since removal of essure, the patient had no more pain, no more treatment, no hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.